Manufacturer narrative:
Visual examination of the device confirmed a crack is emanating from the suture eyelet. No pieces were found to missing from the anchor. The complaint states an awl was used to prep the site but it cannot be determined if this technique was adequate since bone quality was not provided. Device history review found no anomalies during the manufacturing process. No conclusion can be made as to the root cause of this complaint. (B)(6).

Event description:
The anchor broke during insertion, broken portion was removed. The site had been prepped with an awl. The procedure was completed with a back-up device. The back-up anchor was placed in the same site. No patient injury or other complications were reported.